Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that prior to an ultrasound guided prostate biopsy through normal density tissue, the device allegedly self-activated. A coaxial was not used and the procedure was completed using another device. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: a complaint history review was conducted and it was determined that a device history record (DHR) review was required. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Additionally, it was determined that the number of events is within the acceptable quality level. Investigation review: one maxcore biopsy needle was returned for evaluation. During evaluation, the top slide self-activated during the drop test. An x-ray of the device showed that the cannula tangs were not completely engaged with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was overlapped by the stylet spring. Based on the finding that the top slide self-activated, the investigation is confirmed for the reported self-activation. The identified overlapped bumper issue may have contributed to the identified incomplete cannula tang engagement. Both of these are characteristic of inappropriate tolerance stack-up and likely contributed to the self-activation issue. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 04/2020).

Event description:
It was reported that prior to an ultrasound guided prostate biopsy through normal density tissue, the device allegedly self-activated. A coaxial was not used and the procedure was completed using another device. There was no reported patient involvement.